Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain, degenerative disc disease, and lumbar radiculopathy. It was reported that when the stimulator is not turned on, she is in excruciating pain. The patient noted that she knows better than to deplete the device because she has already done that a couple of times. The patient noted that there is a little bit of problem with the implant because she used to be able to go a long time without having to charge the implantable neurostimulator, but she thinks because it has been discharged a couple of times when she was heavy (in 2016), the implantable neurostimulator does not hold a charge for very long now. The patient was having ¿major issues¿ and used to have to sit up against the wall with her leg up. She noticed this immediately after surgery. It was reviewed with the patient to charge to 100% every time to increase recharging intervals. It was also reviewed that the higher the settings are, the faster the implantable neurostimulator battery will likely deplete. There were no further complications reported.